Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A director of surgical services reported a case of corneal haze, observed on the patient's right eye at ten months post photo refractive keratectomy (prk) treatment. Reporter indicated patient was non-compliant with post operative appointments and eye drop treatment, and developed visually significant haze. Reporter also stated "photo therapeutic keratectomy (ptk) of the right eye was performed with another manufacturer's laser. Reporter relayed patient just like with primary prk treatment, patient was good with follow ups for one month, then became non-compliant. Patient was a no-show for last scheduled appointment.